Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced a dual tachycardia arrhythmia. This ICD would provide anti-tachycardia pacing (atp) which would decompensate to ventricular fibrillation (vf) very quickly and successfully shock. It was questioned whether atp was accelerating the rhythm. It was noted that this patient had several previous events very similar to this one. Technical services (ts) discussed the zoned might need to be adjusted for quicker shock delivery since this patient was very sick with cancer and acute clinical issues. Ultimately, this patient was going on hospice and requested this ICD be turned off. No additional adverse patient effects were reported.